Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an allergic reaction to the lifevest. The patient reported large welts on his back and lower stomach. The patient went to the hospital and was given IV fluids and medications, and was prescribe famotidine, diphenhydramine, and prednisone. The patient was discharged and continued to take oral prednisone and benadryl. The patient reported that the irritation was slowly improving.